Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a low audio and loose speaker. The cause was identified to be a failed rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed a flow rate test "low (18.93 mls)" during the preventive maintenance. There was no patient involvement. No additional information is available.